Event description:
It was reported that during a thyroid procedure, the device was not sealing and it was taking much longer than it normally does to seal tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): added additional information. The device was returned in good condition. The device was tested with a generator and was functional. The cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device